Event description:
Mechanical failure of left total knee replacement. At the time of surgery, the following observations were made by the surgeon: marked changes of metallic staining of the tissue was encountered. The metallic debris was up into the suprapatellar pouch. The tibial spacer was then removed showing complete loss of polyethylene at the posterior third. Catastrophic mechanical failure of polyethylene in left knee shown on clinical exam and x-ray. Components used in original surgery: 1 ea. 5110-70-40, 1 ea. 5110-45-01, 2 ea. 5110-70-25, 1 ea. 5110-30-09, 1 ea. 5110-70-30, 1 ea. 5110-14-01, 1 ea 5110-65-32.